Manufacturer narrative:
(B)(4).

Event description:
It was reported that during elective device replacement, an insulation anomaly and low, out of range, hv lead impedance was noted. The lead was capped and replaced. The patient's condition is fine after the event.